Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. There was no reported adverse impact to customer¿s blood glucose level. Reportedly, the customer reached out to a health care provider to obtain an alternate method for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.